Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during the implant attempt, the lead was placed in the right ventricular (rv) apex with good thresholds and sensing but high impedances. The physician moved the lead two additional places but the impedance remained high. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.